Event description:
A consumer whose indication for use is urinary dysfunction and gastrointestinal reported the patient was unable to feel the fluttering sensation at 0.9v which had started a couple of months prior to (B)(6) 2016. The patient went to see their healthcare professional about a week later who confirmed a kidney infection. The patient was given antibiotics and it was resolved. Stimulation was increased up to single digits and everything was working perfectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.